Event description:
Patient was having difficulty when attempting to prime pump. Patient used 3 new tubings and each time, when attempting to prime the pump would alarm "replace set 4." Pump was removed from field and replaced.